Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. MFR'g site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Footplate broke during use.

Manufacturer narrative:
The working end of the received bone punch was cracked. The kerrison was analyzed using microscope "keyence-vhx 5000" the fracture pattern was found to be free of pores, inclusions or foreign bodies. The fracture present is a forced fracture due to overload. Hardness testing of the device indicated the material hardness is within specification. Device quality and manufacturing records were reviewed for this lot number and were found to be according to specification valid at the time of production. Based on the information available as well as the result of the investigation, the root cause of the failure is most probably user related. This type of instrument is desgined for delicate use only. It is liable that a mechanical overload situation led to the breakage. Corrective / preventive action is not required.